Event description:
This is a spontaneous case report received from a physician in (B)(6) on (B)(6) 2016 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) implanted on (B)(6) 2015. Good smooth insertion. In (B)(6) 2015, the patient experienced some secretion and pain. On (B)(6) 2015, echo was performed and showed nothing visible in cavum. In (B)(6) 2015, the patient presented with abdominal pain, feeling of contraction, abdominal distension with on certain times sickly feeling. Physicians examined and found nothing. On (B)(6) 2016, essure coils and fallopian tubes were removed due to persisting pain complaints. Physician did wonder if the pain was caused by essure. Fallopian tubes sent to the lab for research. No result yet. Product technical complaint investigation result was received on 08-feb-2016: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this medically confirmed, spontaneous case report; refers to a (B)(6) female patient who had pain complaints (abdominal pain) 5 months after essure (fallopian tube occlusion insert) insertion. She was submitted to bilateral salpingectomy with removal of essure devices. The reported event is listed according to essure's reference safety information. During and after essure insertion, abdominal pain may occur. In this case, patient developed pain with a positive temporal relation with essure procedure and no alternative explanation was available. Therefore; causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Follow-up information is being sought.

Manufacturer narrative:
Follow-up received on 03-jun-2016: no response to follow up attempts was received. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 03-jun-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 527 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report; refers to a (B)(6) female patient who had pain complaints (abdominal pain) 5 months after essure (fallopian tube occlusion insert) insertion. She was submitted to bilateral salpingectomy with removal of essure devices. The reported event is listed according to essure's reference safety information. During and after essure insertion, abdominal pain may occur. In this case, patient developed pain with a positive temporal relation with essure procedure and no alternative explanation was available. Therefore; causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Follow-up information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.